Event description:
The following has been reported: biomed reported: pump problem right on after it completely boots up. Logs attached. Patient harm : no. Stopped infusion : no. Occurred during : bench test. A preliminary review identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr encoder failure. Device alarmed immediately at startup. Upon internal investigation it was found the latch holding the flex cable was left open allowing it to fall out. Reseating it restored functionality and pump was able to infuse normally. No additional fault was identified.